Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('remains of essure were found in uterus / fragment embedded in the endometrium,') and genital haemorrhage ('excessive bleeding') in a 31-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism in 2011, mammoplasty in 2010, mastodynia in 2010, gravida ii (two cesarean sections, hypothyroidism in pregnancy ((B)(6) 2011)), drug allergy (to tramadol and aciclovir), hypermenorrhea (after c-section in (B)(6) 2012), parity 2 (two cesarean sections, one in (B)(6) 2012), vulvovaginal pain (after c-section in (B)(6) 2012, pain in the vagina related to defecation during menstruation, not similar pain with intercourse), breast reduction, mammogram (bi-rads category 0 on (B)(6) 2011 bi-rads category 2 on 30_(B)(6) 2011) and anemia (iron * 32 ¿g / dl 50-170 mcg/dl ((B)(6) 2012), iron * 29 g / dl ((B)(6) 2012), 42 g / dl ((B)(6) 2012)). Previously administered products included for migraine without aura: flurpax on (B)(6) 2014; for hypothyroidism in pregnancy: levothyroxine in 2011; for an unreported indication: naproxen on (B)(6) 2014, eutirox in 2011 and cerazette.. Concurrent conditions included migraine without aura since (B)(6) 2014 and obesity. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("intense headache"), swelling ("swelling"), arthralgia ("hip pain"), pain in extremity ("leg pain") and fatigue ("extreme tiredness"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("spotting since the insertion of essure"). On (B)(6) 2015, the patient experienced genital discharge ("foul-smelling discharge"). In 2015, the patient experienced vaginal itching ("vaginal itching"). On (B)(6) 2015, the patient was found to have the first episode of anogenital warts ("condyloma"). On (B)(6) 2015, the patient experienced offensive vaginal discharge ("a f ish-like odor in her vulva") and neurodermatitis ("lichen simplex chronicus"). On (B)(6) 2015, the patient experienced menorrhagia ("abundant menstruations of 5 days") with iron deficiency anaemia. On (B)(6) 2016, the patient experienced papilloma viral infection ("5 papular lesions that show hpv infection (3 on the right labia majora, 1 on the upper vulvar fork, 1 on lef t labia majora)"). On (B)(6) 2016, the patient experienced intervertebral disc degeneration ("degenerative disc disease focused on the l5-s1 space") with back pain. On (B)(6) 2016, the patient was found to have the second episode of anogenital warts ("condylomas"). In (B)(6) 2016, the patient experienced breast mass ("lump in her right breast"). On (B)(6) 2017, the patient experienced spinal osteoarthritis ("spondyloarthrosis"). On (B)(6) 2018, the patient experienced vaginal infection ("vaginitis after sexual intercourse"). On (B)(6) 2018, the patient experienced haemorrhagic ovarian cyst ("ovarian hemorrhagic cyst") with pelvic pain. On (B)(6) 2018, the patient experienced polymenorrhoea ("early menstruation"). On (B)(6) 2018, the patient experienced vaginal discharge abnormality ("abundant greenish leucorrhoea, not malodorous") and vulval itching ("vulvar itching"). On (B)(6) 2019, the patient experienced vulvovaginal candidiasis ("abundant growth of candida albicans"). On (B)(6) 2019, the patient experienced vulvovaginal mycotic infection ("fungi in her vagina"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), osteitis ("bilateral trochanteritis"), vulvovaginal dryness ("vaginal dryness") and dyspareunia ("dyspareunia"). The patient was treated with analgesics, cetirizine, clobetasol, clotrimazole, diclofenac diethylamine (anti inflammatory), doxycycline, etoricoxib (arcoxia), fenticonazole nitrate (laurimic), fluconazole, hyoscine butylbromide;metamizole sodium (buscapina compositum), ibuprofen, iron, metamizole, metronidazole (zidoval), miconazole (brentan), paracetamol (acetaminophen), povidone-iodine (betadine), pregabalin, tramadol, tranexamic acid (amchafibrin), methylprednisolone aceponate (lexxema), surgery (essure removal via laparoscopic bilateral salpingectomy on (B)(6) 2018) and criotherapy. Essure was removed on (B)(6) 2018. On (B)(6) 2015, the vaginal haemorrhage had resolved. At the time of the report, the pelvic pain, genital haemorrhage, headache, swelling, arthralgia, pain in extremity, fatigue and menorrhagia had not resolved, the device breakage, vaginal itching, osteitis, the last episode of anogenital warts, genital discharge, offensive vaginal discharge, neurodermatitis, breast mass, vaginal infection, haemorrhagic ovarian cyst, dyspareunia, polymenorrhoea, vulvovaginal mycotic infection, papilloma viral infection, intervertebral disc degeneration, spinal osteoarthritis, vaginal discharge abnormality and vulvovaginal candidiasis outcome was unknown and the vulvovaginal dryness had resolved. The reporter considered arthralgia, breast mass, device breakage, dyspareunia, fatigue, genital discharge, genital haemorrhage, haemorrhagic ovarian cyst, headache, intervertebral disc degeneration, menorrhagia, neurodermatitis, offensive vaginal discharge, osteitis, pain in extremity, papilloma viral infection, pelvic pain, polymenorrhoea, spinal osteoarthritis, swelling, vaginal haemorrhage, vaginal infection, vaginal itching, vulvovaginal candidiasis, vulvovaginal dryness, vulvovaginal mycotic infection, the first episode of anogenital warts, vaginal discharge abnormality, vulval itching and the second episode of anogenital warts to be related to essure. The reporter commented: since 2015and until its withdrawal, she has been going to the emergency room constantly , for pelvic pain, for continuous and very abundant bleeding, for continuing with vulvar itching, among others, she refers that since she has the essures, she is much worse in all aspects. On (B)(6) 2016 she had presented genital warts compatible with condylomas that were treated with cryotherapy. Medical record on (B)(6) 2021 was reported the patient had being treated with palexia and naproxen for chronic pelvic pain and cerazet since (B)(6) 2019 for suspicion of endometriosis, on (B)(6) 2019 appointment due abdominal pain, ultrasound shows multiple cholelithiasis, physical exploration abdomen with globular depressible, painful on palpation in the upper abdominal floor. No masses or megalies, mild iron deficiency, exam iron41 g /dl (50-170g /dl), on (B)(6) 2019 renoureteral colic, (B)(6) 2021 back pain and trochanteritis, on (B)(6) 2019 pelvic pain at the level of the right iliac fossa without apparent etiology, on (B)(6) 2019 MRI results with no significant alterations, she refers pains dysmenorrhea 10/10, dyspareunia 10/10 dyschezia 8-10/10, on (B)(6) 2019 biliary colic with multiple cholelithiasis, on (B)(6) 2019 endometriosis, on (B)(6) 2019 abnormal menstruation bleeding/endometriosis, on (B)(6) 2019 was performed gallbladder cholecystectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Biopsy vulva - on (B)(6) 2015: the biopsy reports a vulva with lichen simplex chronicusm with a f ish-like odor. Blood iron (50 - 170 mcg/dl) - on (B)(6) 2016: 38 mcg/dl; on (B)(6) 2016: 43 mcg/dl; on (B)(6) 2018: 41 mcg/dl. Colposcopy - on (B)(6) 2015: a vulvoscopy was performed where an acetowhite lesion was observed without being able to rule out condyloma of approximately 5 mm in the area of pruritus in the vulva fork towards the left, a total biopsy was performed with punch, hemostasis with a hemostatic point. Cytology - on (B)(6) 2015: vaginal and endocervical exudates are negative, endocervical: mycoplasma genitalium; on (B)(6) 2015: negative for ureaplasma and mycoplasma, positive for candida albicans; on (B)(6) 2017: negative cytology for intraepithelial injury or malignity; on (B)(6) 2018: negative for vaginitis infections; in (B)(6) 2018: vaginal and endocervical exudates are negative; on (B)(6) 2019: abundant growth of candida albicans; on (B)(6) 2019: vaginal exudate presents fungi. Gynaecological examination - on (B)(6) 2015: the examination revealed slightly erythematous vulva, normal discharge, normal cervix, normal vagina; on (B)(6) 2017: examination: very voluminous breasts, reduction mammoplasty scars are observed. A micronodular area (less than 0.5) painful on palpation is observed at the periareolar level below the scar; on (B)(6) 2018: normal vulva and vagina examination, well epithelialized neck, bleeding that is less than the one she presents during her period, pain on lef t adnexal examination, no pain on cervical mobilization, uterus in ante, normal, no adnexal masses palpable; on (B)(6) 2018: examination: normal external genitalia and vagina. No leucorrhoea. Good looking wound; on (B)(6) 2018: normal genitalia and vagina. No leucorrhoea. Wounds well; on (B)(6) 2019: normal vulva and vagina examination, brownish discharge, normal uterus and adnexa. Hysteroscopy - on (B)(6) 2014: insertion of essure intrafallopian device, findings normal endocervical canal, uterine cavity with atrophic endometrium, normal ostium. Magnetic resonance imaging - on (B)(6) 2016: lumbar spine MRI was performed according to the usual protocol. The morphology, height, and marking of the vertebral bodies and intervertebral discs are normal. Signs of degenerative disc disease in the l5-s1 disc space, consisting of loss of height and signal intensity in t2-weighted sequences, in relation to degeneration phenomena due to disc desiccation. In this space, minimal posterior central disc protrusion with rupture of the annulus fibrosus without signs of foraminal or root involvement. The medullary cone ends at l1 and presents normal characteristics. Conclusion: signs of degenerative disc disease focused on the l5-s1 space as described; on (B)(6) 2017: signs of degenerative disc disease focused on the l5-s1 space as described; on (B)(6) 2017: signs of degenerative disc disease focused on the l5-s1 space as described. Incipient lumbar spine spondyloarthrosis; on (B)(6) 2017: MRI sacro and sacroiliac joints: no significant findings; on (B)(6) 2017: MRI sacro and sacroiliac joints: no significant findings; on (B)(6) 2018: essure device in place which has titanium and nickel and stainless steel, she has already had MRI in the past without problems; on (B)(6) 2018: MRI of osteomuscular pelvis/ sacroiliac, findings compatible with bilateral trochanteritis due to insertional tendinopathy of the gluteus minor tendons, to a greater extent in the left trochanteric region; on (B)(6) 2018: MRI of osteomuscular pelvis/ sacroiliac, findings compatible with bilateral trochanteritis due to insertional tendinopathy of the gluteus minor tendons, to a greater extent in the left trochanteric region. Pathology test - on (B)(6) 2018: macroscopic description uterine tubes are received, brownish in color, firm in consistency, with a tortuous trajectory, measuring 6 and 7.2 cm respectively. Both have metal devices (essures) inside. Representative samples of each are included for study in 2 blocks. Diagnosis uterine tubes (bilateral salpingectomy): uterine tubes with electrocoagulation artifact with mild edema and congestive vessels; on (B)(6) 2018: the results of the pathological anatomy of the salpingectomy reported normal tubes with removed essures devices. Polymerase chain reaction - on (B)(6) 2018: sample: endocervical exudate, study of n. Gonorrhoeae and mycoplasma genitalium, chlamydia trachomatis, mycoplasma hominis, trichomonas vaginalis, ureaplasma parvum, ureaplasma urealyticum , results: negative. Ultrasound breast - on (B)(6) 2017: no significant ultrasound findings. Ultrasound scan vagina - on (B)(6) 2013: regular uterus in avf endometrium of 4 mm menstrual, normal 30mm right ovary, 24mm normal left ovary, no free fluids; on (B)(6) 2015: essure normally inserted; on (B)(6) 2015: shows the uterus in antef lexion with normally-inserted essure devices. Normal ovaries; on (B)(6) 2015: ultrasound performed revealed a normal uterus, proliferative endometrium, normal ovaries, and essure normally inserted; on (B)(6) 2018: transvaginal ultrasound: normal right ovary, lef t ovary: 33x28x35mm hemorrhagic cyst, no free fluid. Essure normally inserted; on (B)(6) 2018: 80 x 39 x 46 mm ante uterus, 8.8 mm secretory endometrium, normal right ovary, left ovary with a 33 x 28 x 35 mm hemorrhagic cyst, no free fluid. Normally inserted essures; on (B)(6) 2018: transvaginal ultrasound was performed: normal uterus, proliferative endometrium, essure normally inserted, normal right ovary and left with a 12mm hemorrhagic follicle, no free fluid; on (B)(6) 2018: uterus in regularanteflexion. Several small myomas of 9.6 and 3 mm. Secretory endometrium of 16 mm. Both ovaries normal. Free douglas; on (B)(6) 2018: transvaginal ultrasound: uterus in regular avf. Several small myomas of 9.6 and 3 mm. Secretory endometrium of 16 mm. Both ovaries normal. Free douglas; on (B)(6) 2019: transvaginal ultrasound: normal uterus, no essure remains, 8 mm endometrium, normal ovaries, no free fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: the follow information were updated: new lawyer reporter, medical history, history drug, lab data, others treatment drugs, events: genital discharge abnormality, condyloma, offensive vaginal discharge, neurodermatitis, breast lump , vaginitis, menorrhagia, vaginal dryness, haemorrhagic ovarian cyst, dyspareunia, vaginal dryness, menstrual cycle shortened, vaginosis fungal nos, spotting vaginal, human papilloma virus infection, lumbar pain , degeneration of lumbar or lumbosacral intervertebral disc, spondyloarthrosis, vulval itching, vaginal discharge abnormality, candida vaginal, iron deficiency anaemia on 30-mar-2021: no new clinical information based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('remains of essure were found in uterus') and genital haemorrhage ('excessive bleeding') in a (B)(6) year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii (two cesarean sections) and drug allergy (to tramadol and aciclovir). Concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("intense headache"), swelling ("swelling"), arthralgia ("hip pain"), pain in extremity ("leg pain") and fatigue ("extreme tiredness"). In 2015, the patient experienced vulvovaginal pruritus ("vaginal itching"). On (B)(6) 2016, the patient was found to have anogenital warts ("condylomas"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and osteitis ("bilateral trochanteritis"). The patient was treated with surgery (bilateral salpingectomy) and cryotherapy. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, headache, swelling, arthralgia, pain in extremity and fatigue had not resolved and the device breakage, vulvovaginal pruritus, osteitis and anogenital warts outcome was unknown. The reporter considered anogenital warts, arthralgia, device breakage, fatigue, genital haemorrhage, headache, osteitis, pain in extremity, pelvic pain, swelling and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Ultrasound scan vagina - on an unknown date: essure normally inserted. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('remains of essure were found in uterus') and genital haemorrhage ('excessive bleeding') in a 31-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii (two cesarean sections) and drug allergy (to tramadol and aciclovir). Concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("intense headache"), swelling ("swelling"), arthralgia ("hip pain"), pain in extremity ("leg pain") and fatigue ("extreme tiredness"). In 2015, the patient experienced vulvovaginal pruritus ("vaginal itching"). On (B)(6) 2016, the patient was found to have anogenital warts ("condylomas"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and osteitis ("bilateral trochanteritis"). The patient was treated with surgery (bilateral salpingectomy) and criotherapy. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, headache, swelling, arthralgia, pain in extremity and fatigue had not resolved and the device breakage, vulvovaginal pruritus, osteitis and anogenital warts outcome was unknown. The reporter considered anogenital warts, arthralgia, device breakage, fatigue, genital haemorrhage, headache, osteitis, pain in extremity, pelvic pain, swelling and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Ultrasound scan vagina - on an unknown date: essure normally inserted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.